Event description:
It was reported that the device had an electrical reset. The device was giving a message to choose an auto guided restore or manual restore and either a device serial or model number needed to be entered to continue, however neither of these were known. Follow up was attempted with the clinic but no additional information was obtained about the status of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.